Event description:
This date was the 3rd time I have tested positive with a rapid covid test. Then I was given a pcr test and it came back negative. It happened in the hospital (B)(6) 2022 I was given both test. Then in (B)(6) 2022 I did a home rapid test that was positive and the following day I was negative at the hospital with a pcr test. It also happened in the hospital in (B)(6) 2021. I am wondering if the rapid test have many false positive results or why it has happened to me 3 times. FDA safety report ID# (B)(4).